Event description:
The customer reported that sodium (na) and chloride (cl) results were recovering with low bias from the beckman coulter au5400 clinical chemistry analyzer. The customer stated that the results were released out of the laboratory. The customer reported that one (1) patient was admitted to the hospital for hyponatremia and subsequently treated with parenteral administration of 0.9% sodium chloride (nacl) solution. The physician then questioned the result and the laboratory was alerted of the erroneous results. The physician discontinued the intravenous therapy (IV) with nacl solution and the patient was released. Beckman coulter is not aware of any adverse consequence to the patient as a result of the treatment or additional change to patient treatment associated with this event. The customer had performed quality control (qc) on the day of the event and the electrolytes recovered low outside of the established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a significant drop in quality control (qc) recovery where both levels of qc were out of the established ranges. The fse indicated that level 1 qc for sodium (na) recovered approximately 101 mmol/l with a target mean of 113 mmol/l with a range of 111 - 117 mmol/l. Level 2 na qc recovered approximately 136 mmol/l with a target mean of 153 mmol/l and a range of 150-155 mmol/l. The fse also stated that the selectivity check failed multiple times with na recovering at 496 mmol/l and potassium recovering at 37 mmol/l. The fse proceeded to perform daily ion selective electrode (ise) maintenance including routine cleaning and calibration of the ise module to resolve the issue. The fse did not replace any parts of the instrument. In conclusion, the cause of the event is attributed to use error. The operator did not perform routine maintenance and analyzed patient samples with out of range qc recovery. In addition, the instrument had been idle for approximately two weeks prior to being used. The fse did not find any evidence of a malfunction. The user guide instructs operators to perform proper maintenance, calibration and to verify control assays prior to analysis.